Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, inspection revealed the trigger had accumulated rust and was blocked. The motor power was low. The device was repaired and returned to customer on (B)(4) 2012. (B)(6). The 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Placeholder.

Event description:
Device was returned for an unknown reason. The technician found that the trigger was blocked and motor power was weak. This is report 1 of 1 for #(B)(4).